Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 322-403 mg/dl and a bolus was delivered to address the bg level. The current bg was 220 mg/dl. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set site to inspect for damage. Reportedly, the customer was to monitor the bg level and change the site if needed.